Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer experienced diabetic ketoacidosis and blood glucose (bg) levels ranging between 400-600 mg/dl. Bg was addressed with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.